Manufacturer narrative:
This report is for an unknown trauma device. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported via voicemail that he had a left knee replacement in 2013 and "it was not put in right" and it's "swelled up since it was put in." No further information provided. This report is for an unknown trauma device. This is report 1 of 1 for (B)(4).